Event description:
It was reported that the patient with this pacemaker system visited the hospital after an accident. During interrogation, the pacemaker was observed to found to be oversensing right ventricular (rv) signals on the right atrial (ra) lead. The health care professional (hcp) suspected that the cause of the ra oversensing to be due to ra lead dislodgement. Technical services (ts) was consulted and provided programming optimization recommendations. At this time, the pacemaker and ra lead remain in service. No additional adverse patient effects were reported.